Event description:
Customer reported he was with his doctor and device alarmed low battery. Customer's doctor changed the battery and issues with the device turning back on. Eventually the device went on. Once customer arrived home the device alarmed unexpected restart and external ram crc error. Customer's blood glucose was 163 mg/dl. Alarms did not occur during rewind or prime sequence. Customer was advised to remove reservoir and rewind the device. Bolus in the air was performed; it delivered successfully and was recorded. Temporary basal was not programmed prior to alarms occurring. Self test was performed and device passes. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.